Manufacturer narrative:
(B)(4). Additional PMA/510(k) number; k013227.

Event description:
It was reported that the implant fractured. The fractured implant was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (item # tsvb11) was received for investigation. Visual inspection of the returned product identified some residue and gouges around the implant's surface, as well as a fracture that has sheared off a portion of the implant collar. The reported device was located on tooth # 19 and was used for approximately 3 years. Pictures or x-ray images of the implant site were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured. The reported fracture complaint is confirmed based on visual inspection of the returned product. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.